Event description:
It was reported that the customer's blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer allowed the pump to deplete of insulin, preventing any further insulin deliveries. The customer declined to provide additional information regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: residual insulin remaining in the cartridge is unusable. Approximately 15 units.